Event description:
It was reported that atrial lead impedance was 305 - 313 ohms bipolar and 366 unipolar. The thresholds and sensing were fine. Manufacturer's technical consultant reported this is consistent with inner insulation degradation and recommended the lead be replaced. It was further reported there was a lead warning on (B)(6) 2010 and "post warning low count 2 million. Bipolar impedance 313 ohms." The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance was 305 - 313 ohms bipolar and 366 unipolar. The thresholds and sensing are fine. Manufacturer's technical consultant reported this is consistent with inner insulation degradation and recommended the lead be replaced. No patient complications were reported as a result of this event and the lead remains in use.